Manufacturer narrative:
Complaint conclusion: as reported, the white advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was slightly visible, when the 6f non-cordis sheath was pulled back. Sealant had deployed/activated inside catheter. Hemostasis was achieved through manual compression. There was no reported patient injury. Mynxgrip was prepped and inserted through a 6f non-cordis sheath. The physician followed proper deployment procedures. The user shuttled down completely without significant resistance or unusual force when retracting the 6f non-cordis sheath. The advancer tube was slightly visible, approximately 2mm. A 6f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle of the 6f non-cordis vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe and the procedural sheath were not returned for evaluation, and the sealant was not received for evaluation. Additionally, the advancer tube was found inside the shuttle tube, and the stopcock was in the open position. The balloon was fully deflated. No other defects or anomalies were observed on the received device during the visual inspection. Per functional analysis, a simulated deployment test and an inflation/deflation test were conducted to the received unit. The shuttle cartridge was successfully advanced and retracted to the black handle without any issues, as outlined in the mynxgrip instructions for use (IFU), and the advancer tube was properly engaged to the proximal tamp lock. Additionally, an inflation/deflation test was performed on the balloon of the returned device using a lab sample syringe. During this test, the balloon fully inflated and maintained pressure. The balloon inflated and deflated properly, in accordance with the mynxgrip IFU, with no ruptures or pressure loss observed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment of the advancer tube since it was still in the shuttle. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the advancer tube failure to deploy incident reported since the device passed functional analysis for advancer tube deployment and there were no damages/anomalies that could have contributed to the issue noted. However, as the sealant was already deployed when the device is received, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely and/or procedural sheath factors (which was not returned for analysis), both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and possibly contribute to an incomplete shuttle advancement. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the advancer tube failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was slightly visible, when the 6f non-cordis sheath was pulled back. Sealant had deployed/activated inside catheter. Hemostasis was achieved through manual compression. There was no reported patient injury. Mynxgrip was prepped and inserted through a 6f non-cordis sheath. The physician followed proper deployment procedures. The user shuttled down completely without significant resistance or unusual force when retracting the 6f non-cordis sheath. The advancer tube was slightly visible, approximately 2mm. A 6f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle of the 6f non-cordis vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx. Additional information was requested but not provided. The device will be returned for evaluation.